Event description:
Report received from the USA stating that the device came apart. The device was not being used during surgery. It is unknown if there were no patient/user injuries or medical intervention. There were no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).